Event description:
It was reported that during a coronary drug eluting stenting treatment procedure a shaft break occurred. The 80% restenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). The lesion was predilated with a 2.25x30mm apex balloon and a 2.50x20mm quantum balloon. The physician then attempted to advance a 2.25x32mm taxus liberte atom stent to the lad to treat a previously placed non bsc stent that had restenosed; however, the device was unable to advance through the non bsc guide catheter. The device was removed and three unspecified stents were implanted in the lesion. Later on the same day, one of the implanted stents restenosed and angioplasty was performed to treat the restenosis. No additional patient complications were reported and the patient's current condition is listed as 'okay'.

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination identified that the struts were misaligned along the entire length of the stent. The struts on rows 1 to 5 from the distal edge were squashed. A visual and microscopic examination found that the hypotube had kinked approximately 51.0cm distal from the catheter's strain relief. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present on the tip of the stent delivery system (sds), therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).